Event description:
Device malfunction: premature deployment. Time of malfunction: during device preparation. Symptoms/ae: na. It was reported that during preparation of the device, the xpert stent prematurely deployed. The device was not used and there was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.